Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. However, the wound was not irrigated with an antibiotic solution before closure. Additionally, the patient is a poor surgical risk as they are a smoker, overweight, and have a poor diet. The stimulator is used to treat pain. The cause of the pain is unknown. However, the following were identified: patient is a poor candidate due to health, weight, age, mental capacity as they are a smoker, overweight, and have a poor diet (user error- clinician). Surgical issue as the wound was not irrigated with an antibiotic solution before closure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported pain three days after their implant procedure. The clinician suggested turning the system on to see if that would help with the pain. The pain has since subsided and the patient is using the device and getting some relief. The patient is doing ok and has another follow-up appointment next month.